Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that cartridge leaked from the bottom when the cartridge was removed from the pump. A new cartridge was loaded to address the event and insulin delivery was resumed. The customer's blood glucose level was 200 mg/dl.